Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, however the returned product serial number does not match the one provided. The initial instrument RMA was cancelled and updated the instrument lot number which was received. The harmonic ace instrument was analyzed and found to have blade damage at the tip of the blade. The curved blade was found indented. As a result, the instrument failed the energy recognition test. There were no signs of corrosion that would have contributed to the blade damage. Components adjacent to the blade damage do not show damage. Additionally, the instrument was found to fail energy recognition test.

Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis. A review of the provided image shows there doesn¿t appear to be any abnormality to the harmonic ace instrument from these pictures.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported no situation of instrument collision. The chief surgeon also did not use other instruments to clean the adhered tissues on this harmonic ace instrument. First, the excitation platform of the harmonic ace reported an error: a reminder of "reduce tip pressure" was shown. The procedure was reported with no injury.